Event description:
It was reported that an inflammatory mass was suspected. The caller did not know when it had occurred. It was noted that for the last 3-4 months the patient had been having difficulty walking, which had been gradual. There were no other symptoms. The pump system was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).